Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient underwent left total hip arthroplasty in 2007. It was further reported that, three weeks post-op she dislocated, closed reduction was performed. The following month, patient was revised due to unstable hip and all acetabular components were removed along with the femoral head."